Event description:
The pt developed eye pain and decreased vision in the right eye due to suspected endophthalmitis. The lens was removed and replaced. A vitreous operation was also performed. The pt was treated with antibiotics and the infection was resolved. The physician has indicated it is unlikely this event was caused by the iol; however, the cause has not been identified.